Event description:
It was reported that a spectrum pump had a "failed downstream occlusion at 21.1 and 20.5". This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor will require calibration to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.